Manufacturer narrative:
Product ID: mc1vr01-delsys. Product event summary: the full delivery system was returned, analyzed, and there was a visual observation with the delivery system. There was a mechanical issue with the tether of the delivery system. The articulation of the delivery system was out of plane. The delivery system shaft was mechanically kinked/buckled. There was a deployment issue with the delivery system. Blood was observed on the sheath. Blood was observed in the lumen of the delivery system. Visual analysis of the delivery system indicated damage during use. The analyst noted the full delivery system was returned with the device intact with the tether but deployed outside of the sheath. There is blood on the tether and the distal end of the lumen is torn which could cause resistance in recapturing the device. The lumen is torn at the distal end allowing the tether to migrate over to the larger tether hole in the lumen. The handle of the delivery system appears to have been opened. There is blood on the distal end of the tether. The shaft is kink/buckled at 5.3 cm from the distal end of the delivery system. There is blood in the tube at the proximal end of the delivery system. There is blood on the tether at the proximal end of the delivery system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID# mc1vr01. Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: mc1vr01-delsys, serial#: (B)(4), use by date: 2019-08-14, UDI: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the ipg was deployed but had poor numbers. An attempt was made to retract the ipg to re-position; however, there was no response when the deployment button on the delivery system was shifted and the ipg was unable to be retracted. In addition, the delivery system would not respond to torque or movement and it became difficult to position the delivery system cone near the ipg to recapture. Eventually, the ipg was recaptured and the ipg and delivery system were removed, and another system was used. No patient complications have been reported as a result of this event.